Event description:
A report was received that the patient underwent an ipg replacement due to ipg not able to hold a charge. The physician suspects device malfunction. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to ipg not able to hold a charge. The physician suspects device malfunction. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was received that the patient was not experiencing charging difficulties and that the physician did not suspect malfunction of the ipg. It was the physician's preference to replace the ipg during the procedure.